Manufacturer narrative:
The second voyager rx coronary dilatation catheter indicated is being field under the same MFR. Product performance engineering viewed the incident info; however, the devices were not returned to abbott vascular for analysis. It was reported that both devices ruptured during the procedure when inflated to 18 atm. Also, the lesion was described as very calcified. Factors that may contribute to balloon damage may include, but not limited to, manufacturing, materials, patient anatomy, pt disease state, associative device interaction, lesion tortuosity, over inflation, or insufficient preparation prior to use. The described pt anatomy was heavily calcified, which may have contributed to the reported difficulties. However, without the devices to examine, a thorough analysis could not be performed and no determination can be made as to the root cause of the reported discrepancy. The case description states "the devices ruptured during the procedure when inflated above the rated burst pressure to 18 atm". Instructions for use (IFU) states "balloon pressure should not exceed the rated burst pressure (rbp). The rbp is based on results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rbp." The rbp of the rx voyager dilatation catheter is 14 atm. Inflating the catheter device over the rbp may have contributed to the reported difficulties.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that both of the devices ruptured during the procedure when inflated above the rated burst pressure to 18 atm. The lesion was described as very calcified. No pt effects were reported. No additional event or patient info is available.